Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as low with moderate ketone levels; cause was not known. Reportedly, customer had slurred speech. Healthcare provider identified the ketone level as dangerous. Customer consumed carbohydrates to address bg level. The customer was hospitalized; no treatment was provided. Customer was not released from the hospital at time of event. A system check was performed, and no issues were identified with the cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event. No additional patient or event information was available.